Event description:
Rn preparing for a dialysis pt- withdrawing heparin from vial with safety glide needle - actual withdraw from rubber top- needle separated at the hub and remained in the stopcock. Two days prior, a similar incident occurred with a different rn also in dialysis. She was withdrawing blood form dialysis machine port. Again withdrawing from stopcock, the needle separated from the hub and remained in the stopcock. Because both needles came from the same dialysis cart we assume they were both from the same lot #.